Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt had a sudden loss of stimulation. A diagnostic impedance reading showed all contacts on the lead as invalid. X-rays were taken but were inconclusive. There were no visible breaks nor issues with the lead location. The lead was tested intraoperative and again displayed invalid impedances. The lead was removed and replaced with another lead on (B)(6) 2010 and effective stimulation was recaptured. It is unk whether the explanted device will be returned to sjm for analysis.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.